Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer receiving a notification from the insulin pump that his glucose level was 50 mg/dl even though it was not. The customer stated that earlier in the day his blood glucose had been 300 mg/dl. The customer was unsure if the issue was with the sensor or a calibration issue. The customer stated that the insulin pump was alarming the night prior even though his blood glucose was not actually low. Advised to call back if the issue persisted. Nothing further reported.